Event description:
It was reported that during a coronary stent procedure in a highly calcified lesion, the wire had been used successfully to deliver an ultrasound catheter, stent and balloon for post dilatation. During removal the distal tip of the wire fractured and remains in the pt. No attempt was made at retrieval. Pt status is listed as "okay".